Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, infection, swelling, abscess, inflammation (2023_0059 and 2023_0060 are same patient).